Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
Greenfield filter was implanted. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported. It was further reported that on (B)(6) 2017 the patient received a CT scan of the abdomen without contrast.. Findings revealed that the greenfield may be malposition. The filter extended beyond the confines of the walls of the vena cava. Pericaval fluid collection was not identified or was hematoma.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted. On an unknown date it was noted that perforation and tilt occurred. No further patient complications were reported.